Manufacturer narrative:
The model# was not provided.

Event description:
An advocate from (B)(6) initially called because his wife was getting hi blood glucose readings on the contour next ez. During the call the control test was run. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The advocate was advised to return the control solution for investigation. New meter, strips and control were sent.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.